Event description:
During a sigma resection procedure the staples did not form properly. Surgeon applied another device without pt injury.

Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.